Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the surgery occurred, and the ipg was explanted.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Date of event is estimated. It was reported the patient experienced discomfort at ipg site due to the ipg being at the belt line. As a result, the patient may undergo surgical intervention later.